Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent sling implantation with concurrent total abdominal hysterectomy / bilateral salpingo-oophorectomy to treat chronic dysmenorrhagia, pelvic pain and uterine anomaly. The patient underwent transvaginal tape revision in (B)(6) 2003.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. It was reported that the patient underwent a second mesh revision before 2008 and mesh removal in 2008 due to pain, bleeding and urinary incontinence.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a tonsillectomy in (B)(6) 2006, a lap band in (B)(6) 2008, cyst removals in 2006, exploratory bladder surgery in (B)(6) 2005 and a gastric bypass in (B)(6) 2010.

Manufacturer narrative:
Date sent to FDA: (07/28/2016). It was reported that the patient underwent revision of tvt on (B)(6) 2003 by dr. (B)(6) due to vaginal erosion of tvt.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent mesh revision on (B)(6) 2004 by(B)(6) due to mesh erosion.